Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material (simethicone) came out of the device. A definitive root cause cannot be determined. Additionally, t is likely the event occurred because reprocessing could not be conducted properly due to leakage from scope connector. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the distal end adhesive was lifting; the scope connector had water ingress; there was no image; the angulation was out of specification; the angle play was evident; the electrical safety test was out of specification; and there was a leak exhibited during the automated leak test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video scope exhibited contamination in the auxiliary jet channel. There were no reports of patient involvement.